Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg will be replaced at a later date. No further information is available at this time.

Manufacturer narrative:
(B)(4). Product type - product problem should not be checked.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the ipg was explanted and replaced. Ipg was replaced due to the ipg being inoperable due to lack of charging. The issue was resolved and therapy has been restored.

Manufacturer narrative:
Correction: the explant date should have been (B)(6) 2019.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.